Manufacturer narrative:
This report is being amended to include the date the device was returned to the MFR d9, the device evaluation h3, and the evaluation codes h6. Evaluation summary the shell rim is damaged, three holding tabs have broken off. The liner has condiderable damage both inside and outside. The measurable affected dimensions meet specifications. The mfg records and lab records on the raw material meet requirements. Evaluation codes fracture surface of the acetabular shell exhibited fatigue striations, indicating these tabs fractured due to metal fatigue. The cause is unknown of the fatigue fractures. In order to be loaded, it's possible that the cup was malpositioned, allowing impingement of neck, or possibly the tabs were bent around at the time of implantation.

Event description:
Device fractured requiring revision surgery (mdr97-00010).